Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device turned on using batteries. When powered on non-illuminating segments were observed on the bottom row. The same segment did not illuminate on all three digits. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. With some pressure on the display the segments started illuminating. Internal inspection showed a potential solder joint issue inside the d5 component on the system board. This failed component causes the led segments to intermittently remain unlit. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display is missing segment lines. No patient impact or consequences were reported.